Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant of this right ventricular (rv) lead, this lead was checked in the morning and impedances and threshold measurements were fine. That afternoon the patient got up for a walk and she lost capture and the nurses put her back to bed. The boston scientific representative checked the device and it was noted that thresholds increased from 5.0 at 0.4ms. The representative increased output to 7.5 at 2ms. The next day, the representative checked thresholds and they measured 5.0 at 2ms or 6.5 at 0.4ms and impedances measured 1500 ohms. The patient was brought to the catheter lab and a lead revision was performed. During the lead revision there were observations of high thresholds. Troubleshooting was performed which included a tug test, the lead was unscrewed from the pulse generator and tested with a pulse system analyzer (psa), and the physician retracted and extended the helix again and were still seeing high thresholds. The physician request to use a new rv lead. This new rv lead was placed in the same location as the initial rv lead, which revealed the same results of high thresholds and impedances. The lead location was moved more septal successfully, which help determined that there was likely scarring at the apex of the heart. No additional adverse patient effects were reported.